Event description:
A medwatch report, received from a user facility, reported that a patient experienced hypoglycemia, coincident with octagam therapy (a labeled interferent for comfort curve test strips), while hospitalized in the neuro-intensive care unit for encephalitis not responding to conventional treatments. Report indicated that octagam therapy was initiated on (B)(6) 2013, at 0.4 gm/kg, per day. At 4:13am, on (B)(6) 2013, patient's serum glucose measured 2 mg/dl on an unspecified laboratory instrument. The laboratory phoned nursing, for confirmation, and learned that the hand-held blood glucose monitor results had been measuring in the "200's" [mg/dl] (time and blood glucose results, prior to (B)(6) 2013, were not provided). At 07:53 am, patient's capillary blood glucose was tested on the inform system which reported a value of 219 mg/dl. Patient's blood glucose was retested (capillary sample/fingerstick) on the inform system, at 09:46 am, with a result of 212 mg/dl. At 10:00 am, the laboratory reported that patient's blood glucose measured 8 mg/dl. No action based on the laboratory or inform system results was reported. At an unspecified time, on (B)(6) 2013, patient died. The cause of death was not provided. Following receipt of the user-facility report, the manufacturer contacted the user facility, on 6 occasions, to request additional information about the event. On (B)(6) 2013, a hospital staff member stated that improper treatment led to the death of the patient; however, no additional details were provided. On (B)(6) 2013, the hospital laboratory director stated that the manufacturer's request for additional information had been escalated to the facility's risk management department and noted that no further information was available at the time. On (B)(6) 2013, the laboratory director was able to provide information about the test strip lot, control lot, and meter serial numbers in use at the time of the event; however, the specific values obtained on the instruments were not provided. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Na.